Event description:
Hosp personnel were attending to a pt in full cardiac arrest. The pt was countershocked and converted to asystole. Allegedly external pacing was attempted however, operator reported no electrical or mechanical capture. It was not reported if the operator attempted to discern a reason for the lack of capture. The pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's viability.